Event description:
It was reported that noise resulting in oversensing was noted on the right atrial (ra) lead. A revision procedure was performed and insulation damage due to subclavian crush was observed on the ra lead with blood in the cracks of the insulation. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were subclavian crush, oversensing noise and blood inside lead. As received, a complete lead was returned in one piece. The reported event of oversensing noise was confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located at the proximal region of the lead. The cause of the reported event of oversensing noise was isolated to the exposure of the outer coil in the abrasion zone. The reported event of blood inside lead was confirmed. Visual examination of the lead found blood was noted within the lead body and beneath the outer insulation due to the external abrasion breaching the outer insulation. The cause of the reported event of blood inside lead was isolated the external abrasion breaching the outer insulation. The reported event of subclavian crush was not confirmed. Visual and x-ray examinations of the lead did not find any signs or indication of subclavian crush. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.